Manufacturer narrative:
Ibrahim, rand, et al. (2023). Long term performance of single-connector (df 4) implantable defibrillator leads. Ep europace, volume 25, issue 12, december 2023, euad347, https://doi.org/10.1093/europace/euad347.

Event description:
It was reported per article of interest literature review that the authors sought to report on the long-term performance of df4 implantable cardioverter defibrillator (ICD) leads in a high-volume center. Lead malfunction was defined as any electrical abnormality requiring lead revision. 5289 df4 leads were evaluated at emory healthcare from january 2011 to september 2023. Distribution across manufacturers was: 1038 boston scientific (model numbers 0672, 0673, 0292, 0293, 0275, 0276) leads, 3010 medtronic leads, and 1241 abbott (st. Jude) leads. A total of 80 leads experienced malfunction according to their predetermined definition. Boston scientific saw seven malfunctions including impedance failure due to insulation defect in two, noise in one and all cause insulation failure in three. No additional adverse patient effects were reported.